Manufacturer narrative:
Initial 1 of 3. E1: event country: brazil. Name: medtronic minimed country: united states of america street address: 18000 devonshire street city: northridge state: california zip code: 91325-1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient faced cannula issue with three infusion sets as cannula was found bent upon removal on (B)(6) 2026. The patient had high blood glucose level (270 mg/dl) which was treated with insulin pen.